Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2013, the plaintiff was implanted with a monarc sling mesh. The device was implanted with the intention of treating the plaintiff's urinary incontinence. As a result of the use of the mesh that was implanted, three months later, the plaintiff began to suffer from urinary tract infections, back pain, vaginal pain that is to say, a feeling of and burning in the vagina during intercourse and bleeding. Medication was prescribed to try to deal with the problems. However, gradually, urinary incontinence reappeared. The plaintiff continues to have difficulty doing her usual activities, including walking and dance without feeling intense vaginal pain and bleeding. Although the medication could decrease the vaginal pain, the plaintiff still suffers from dyspareunia, which affects her personal life. No additional patient complications have been reported in relation to this event.